Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code - mechanical (g04) - stem. The reported event is confirmed based upon the mmi review. No product was returned, and no pictures were provided, so visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: a hinged elbow arthroplasty is in place. There is a fracture of the mid-ulnar diaphysis with extensive radiolucency along the ulnar implant, reflecting osteolysis and implant loosening. The humeral implant is also loose with prominent radiolucency along the cement-bone interface. Large cement fragments are noted laterally. The proximal radius is displaced superiorly. There is soft tissue swelling and evidence of muscle atrophy. Bone quality is osteopenic. The root cause of the reported issue is attributed to patient non-compliance. Per the IFU, "the patient must be instructed about all postoperative restrictions, particularly those related to occupational and sports activities, and about the possibility that the implant or its components may wear out, fail or need to be replaced." A summary of the investigation was not sent as the surgeon was aware of the patient's noncompliance. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an elbow procedure that required revision approximately seven (7) years later due to an ulna fracture and loosening of the humeral component. The products were successfully removed and replaced with a competitor product. The surgeon remarked that this event was not linked to implant failure and that it was likely a result of patient noncompliance and poor bone quality. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): - 00840002507 (63158778). G2: foreign - the event occurred in new zealand. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an elbow procedure that required revision approximately seven (7) years later due to an ulna fracture and loosening of the humeral component. The products were successfully removed and replaced with a competitor product. The surgeon remarked that this event was not linked to implant failure and that it was likely a result of patient noncompliance. Attempts have been made, and no further information has been provided.